Event description:
Additional information was received from the consumer. The patient was still looking for a health care provider (hcp) that would take their insurance. Their pump had been empty for three years, and they did not understand why it was so hard to find help. The patient did not have transportation and was in a wheelchair due to amputation of their left leg. The patient did not have a prosthetic, so they did not know what to do.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8709, lot# l59232, implanted: (B)(6) 1999, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver clonidine (0.1 mg/ml), bupivacaine (10 mg/ml), and morphine (30 mg/ml). The indication for use was non-malignant pain, joint pain/arthritis, failed back surgery syndrome, and peripheral neuropathy. On (B)(6) 2012 the patient reported that they think that the single tone pump alarm start two days ago ((B)(6) 2012) but are not certain. It was noted that the patient could not hear the alarm, but their daughter did. The patient stated their low reservoir alarm date was (B)(6) 2012. At the time of the report telemetry had not yet been performed. The patient reported starting to feel withdrawal symptoms including acute pain in her right knee and back, headache, drowsiness, and lethargy. A change in effect was also reported. The patient had missed their refill date because they relocated could not find a new physician. Additional information was reported by the patient on 2012-07-11. The patient had experienced a return of pain and they cannot eat, it hurts to eat. The patient vomited a hotdog and it was covered in "green bile." The patient reported that their refill was due on (B)(6) 2012 and they continue to hear the single tone pump alarm and are looking for a new managing physician. Additional information was reported by the consumer on 2012-07-14. The patient had experienced withdrawal symptoms that started towards end of (B)(6) 2012. The patient is continuing to look for new managing physician and is worried about getting ¿dts¿ and was embarrassed. The patient reported that they could not even keep water down, their back and stomach were ¿killing¿ them, and they cannot get themselves out of the bathtub. The patient reported that they are now hearing a critical pump alarm. On 2013-03-14 the healthcare professional (hcp) reported that the patient was filled on (B)(6) 2012 and their next alarm date was (B)(6) 2012. During that time the patient left the state and moved to (B)(6) without notifying the clinic, which interfered with the patient finding another provider /clinic to accept them and fill the pump within the refill dates. It was also reported that the patient had no injury and no symptoms related to the event. It was later reported that the patient wanted to have the pump replaced. The patient had not had their pump refilled in two years. The pump had been alarming and dry for 2 years. It was later reported that the pump alarm was confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. The manufacturer¿s representative was asked to silence the alarm. No troubleshooting had been done in two years. A health care provider ordered an MRI and the patient was to come back to the clinic two weeks later to the date of report. The patient cried, because she wanted the hcp to refill the pump. The patient had not received therapy for two years. The patient seemed normal to the manufacturer¿s representative, but was in pain. The patient had been in pain for two years. The manufacturer¿s representative was guessing that the pump and current catheter would come out if the patient elects to stay in this clinic. The health care professional no longer trusts a catheter that has been dry for two years, so if he ended up putting a new one in the patient, she would be re-trialed again. The patient had another appointment with the hcp in two weeks. Additional information was reported by the consumer on 2016-06-27. The pump had not been filled in almost three years. The patient had not been able to find a new healthcare professional to fill their pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient continued to have concerns as they still did not have a doctor. The pump was beeping and between 2012 and 2017, there had been no fills "at all". It was stated there was no doctor to help the patient either take it out or fill it. No further issues were reported or anticipated.